Manufacturer narrative:
Preventive maintenance was performed and the system was checked by a service engineer. The cell blank, detergent levels, cuvette levels, and probe washes were check and were okay. He checked the photometer and replaced the lamp, cuvettes, and heat cut filter. The ultra-sonic mixer was found to be set incorrectly and was adjusted. After the service visit, the customer confirmed the issue was resolved. The investigation determined the issue with the ultra-sonic mixer was the most likely cause of the issue. (B)(4).

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer experienced an issue with erratic qc performance for crpl3 c-reactive protein gen.3 from a cobas 8000 c 702 module since approximately (B)(6) 2016. The customer stated all maintenance was update to date. Prior to the questionable results, the customer had changed the reagent pack, calibration material, and qc material. The customer was mixing the reagent prior to loading as recommended and stated they were calibrating more than usual. The customer provided discrepant results for two patient samples tested on (B)(6) 2017. Patient 1 initial result was 102 mg/l and the repeat result was 65 mg/l. Patient 2 initial result was 211 mg/l and the repeat result was 95 mg/l. Information concerning if any erroneous result was reported outside the laboratory was requested, but it was unknown. The patients were not adversely affected. Precision testing was performed and was acceptable. The analyzer was checked and was mechanically okay.